Event description:
The patient was at a medical facility for a cat scan when she experienced shortness of breath after her unit unexpectedly shut down. When troubleshooting the device by removing the battery, the battery connector pins fell out, and the machine could not be restarted even after it was plugged in. The patient received supplemental oxygen while on-site and later used a back-up device from her car. The patient, who has a history of copd and breathing difficulties, mentioned she was not feeling well and is on oxygen therapy at level 2, 24/7. A replacement unit was provided a few days later.

Manufacturer narrative:
The patient experienced device failure during a medical visit, leading to shortness of breath, and despite efforts to resolve the issue, supplemental oxygen was administered until she could switch to her backup device. A replacement unit has been provided.